Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A patient reported that she could hear the device clicking when placing her hand on her chest. It was also reported that she could feel the device moving with the clicking noise. The device is still in use. No patient complications have been reported as a result of this event.